Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the blower kit or degradation. In addition, the device had no dust/dirt contamination. The device was scrapped by the service center after the evaluation was completed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.